Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient alleges particles in tubing. Patient states that particles in airway from the device. There was no report of serious or permanent patient harm or injury. Medical intervention was not specified. Despite of multiple attempts the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient alleges particles in tubing. Patient states that particles in airway from the device. There was no report of serious or permanent patient harm or injury. Medical intervention was not specified. Despite of multiple attempts the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. **UDI related data quality updates only** the UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient alleges particles in tubing. Patient states that particles in airway from the device. There was no report of serious or permanent patient harm or injury. Medical intervention was not specified. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found evidence of foam degradation. During the evaluation, dust was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was no error code found. The third-party service center concludes that they could confirm the customer's allegation and there was visible foam degradation and unit got scrapped. In this report in box g: date received by mfg, in box h: (device) problem code grid (1), eval method code, eval result code, conclusion code has been updated.